Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors tip cover accessory be returned for evaluation. However; it has not yet been received. Therefore; the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the monopolar curved scissors instrument (part#470179-19/lot# k12220124 0613) associated with this event has been performed. Per logs, the monopolar curved scissors instrument was last used on 1-july-2022 on system (B)(4). The instrument has no remaining uses available. No image or video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that arcing occurred with the monopolar curved scissors instrument. It is not known if the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was an electric arc during tissue coagulation with monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter has not been able to obtain any additional information about the arcing at this time, but will provide once it becomes available. The reporter indicated they do not have the mcs tip cover accessory, they were only able to recover the instrument.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "presence of an electric arc." When the instrument was placed and driven on an in-house system, the mcs instrument passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and the tips opened and closed properly. The mcs instrument passed electrical continuity. The instrument passed energy recognition and delivery. Upon visual inspection, there were no signs of thermal damage or arcing. The instrument was fully functional. The mcs instrument was tested multiple times and passed with no issues. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.